Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Reported issue: on (B)(6) 2019, it was reported that the grill where the roller sits was bent. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet australia on november 5, 2019 revealed that the comb was damaged on both ends. Repair of the skin graft mesher was performed by zimmer biomet australia on november 5, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the comb was damaged on both ends. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher was in need of being repaired due to the grill where the roller sits being bent. There was no report of patient harm or any delay in the procedure due to this malfunction.